Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 300 mg/dl with moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient remained on the pump at the time of the call. The reporter reviewed the pump's settings with a customer technical support representative and found that the basal delivery totals in the total daily dose did not match the active basal program. The reason for the variation was due to the basal menu being accessed and the patient changing the basal rates on the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, due to continuous use of the pump, the black box data/histories for the event had been overwritten. There were no motor alarms observed in the available pump history. The ez-prime sequence was performed with no issues. The pump was exercised for 24 hours with no errors, alarms or warnings duplicated. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).